Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a display issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 09/27/2025, the patient¿s cgm was reading 48 mg/dl. No bg meter comparison value was reported. The patient¿s cgm receiver screen then went blank, no error message was reported. Due to this, the patient was no longer able to monitor her cgm value. The patient self-treated the 48 mg/dl with food. However, 37 minutes after the cgm screen went blank, the patient had a seizure. Ems was called and when they arrived, they were unable to get a bg meter reading on their meter. The patient was transported to the ER where her bg meter reading was 28 mg/dl and the cgm receiver screen was still blank. The patient was treated with IV glucose. After treatment with the IV glucose, the patient¿s cgm device resumed showing readings and provided a value of 40 mg/dl. The patient was discharged after 2 days. The patient was feeling ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.